Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance and occasional under-sensing. The ra lead was capped during the generator change out procedure on (B)(6) 2025. The patient experienced no consequences.